Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/29/2016. Retain and return product was tested and functioning according to specification. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Forty retained cartridges from the lot were tested using whole blood (wb) and tricontrol level 2 control (l2). Testing met the acceptance criteria found in q04.01.003 rev. Y, appendix 1 - product complaint level 2 and level 3 investigation procedure. Customer complaint was not reproduced in returned cartridge testing. Assessment: the repeats on the I-stat with the same sample are consistent. The laboratory was tested on a different sample. Hemolysis or edta contamination will cause an increase in potassium. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium result on a patient. There was no patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).